Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for lumbar disc herniation. Therapy performed was med. It was reported that the product was out of focus from the beginning. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event.